Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. Field service engineer (fse) confirmed oxygen was leaking. Fse replaced the o2 regulator, o2 valve and sensor pcba to resolve the issue. An oxygen valve assembly and a sensor pcb were return for analysis. An investigation was performed and the oxygen regulator test results were out of specification. The sensor pcb passed all test, no faults are found on this returned sensor pcb this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported an oxygen leak. There was no patient involvement.